Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure of the device, wireless telemetry did not display any electrograms for the atrial and ventricular channels. Marker channels were not displayed on the programmer either. A second programmer showed the same results. Another device was interrogated and there were no issues. The first device was not used and the second device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. The device hybrid was cracked.